Manufacturer narrative:
A philips field service engineer performed a thorough inspection on the epiq cvx ultrasound system, and all diagnostics tests passed. The fse determined the reported issue was caused by the x8-2t transducer. The x8-2t transducer was returned for evaluation and the root cause of the failure was burnt connector pins. A replacement x8-2t transducer was provided to the customer for resolution.

Event description:
The customer reported the system shut down during a tee procedure when using their epiq cvxi ultrasound system. The tee procedure had to been continued with another tee probe. The patient was transported to pacu for recovery and stabilization. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.